Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received the monitor displayed a service code 102 - charge profile fault and the rear response button was defective. The cause of the service code was isolated to corrosion in the monitor on the computer/analog and defibrillator pcas. The root cause for the corrosion was ingress of an unknown liquid. The cause of the defective response button was a cut response button cable. The root cause of the damaged response button cable was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
While evaluating monitor sn (B)(4) for an unrelated problem, a reportable issue was observed. The monitor was displaying service code 102 - charge profile fault during incoming testing and the rear response button was defective.